Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was in the 200's (mg/dl). The cartridge was reloaded, a new site and infusion set were connected and insulin delivery was resumed.